Event description:
On (B)(6) 2012 it was reported; getting noise on the atrial channel. Pacing impedance> 2000. Patient has an old mdt lead in place now. Through the psa the impedances are ok at 800 ohms and a 0.8 v pacing threshold. Upon inserting and tightening the set screw with the old rv lead in the ra port the md is still getting an oor impedance and lead noise. This pg will be removed and returned for analysis. Dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).